Event description:
Dr is reporting multiple cases of lens opacification postoperative. No specific pt info or lens serial numbers have been provided. When specific info for the product and/or pts is rec'd, add'l complaint and MDR reports will be submitted.